Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was being explanted due to normal battery depletion, and the setscrew was found to be stuck. Several removal techniques recommended by technical services were applied, but the issue remained. Subsequently, the implantable electrode was cut, and the s-ICD was able to be properly explanted and replaced. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was being explanted due to normal battery depletion, and the setscrew was found to be stuck. Several removal techniques recommended by technical services were applied, but the issue remained. Subsequently, the implantable electrode was cut, and the s-ICD was able to be properly explanted and replaced. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Corrections made on "manufacturing site" fields under tab g. All manufactures upon receipt at our post market quality assurance laboratory, this implantable electrode was thoroughly inspected and analyzed. Visual inspection found that the setscrew was stuck up inside its capture washer with a piece of a hex wrench broken off inside the hex slot. There was an electrode connector end inside the electrode barrel that had been cut off. The electrode connector end was able to be pulled out of the electrode barrel with a small pliers. Visual inspection of the electrode barrel noted no irregularities. The cause of the stuck connector end could not be established. However, the typical reason for this issue is the use of an incorrect wrench (i.e. A non-torque wrench or higher-than-recommended torque wrench).